Event description:
It was reported that approximately 141 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: (11024) 203-90-21 - (11-2716) hall pwr pro vrspwr+ 90x13/21x1.19mm. (1825517) 02-010-01-0220 - logic femoral ps cem left sz 2. (1968258) 02-012-35-2011 - logic tibia ps mod insrt sz 2 11mm. (1974567) 200-02-29 - three peg patella 29mm. (1978406) 02-012-41-2010 - logic tibia traptray cem sz 2f/1t. (1984231) 02-012-41-2010 - logic tibia traptray cem sz 2f/1t. (2006105) 200-02-32 - three peg patella 32mm. (2017522) 204-32-01 - fluted stem extension 11l x 12 mm. (2017555) 204-32-01 - fluted stem extension 11l x 12 mm. (2024335) 201-78-82 - collar fixation pin 2pk 40mm, quick release. (2024336) 201-78-82 - collar fixation pin 2pk 40mm, quick release. (2035766) 204-70-00 - tibial stem ext. Screw. (2035792) 204-70-00 - tibial stem ext. Screw. (92027) 203-90-21 - (11-2716) hall pwr pro vrspwr+ 90x13/21x1.19mm. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.